Event description:
Complainant alleged that during a routine test by a clinician the device would not give "test ok" message when performing 200j self test. The complainant indicated that there was no patient involvement in the reported failure.